Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. The pt's blood glucose results were 188, 225 and 138mg/dl. Tests were done 10 mins apart. No further info has been reported.